Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a uneventful total pelvic floor repair procedure with splitting of the mesh in 2007. One day after the procedure, the patient began experiencing the sensation that her bladder was not emptying well, and buttock incisional pain, when sitting upright. Post-operative examination was unremarkable, post-void residuals were 70 cc, and bowel function was normal and without pain. Seven days later, the patient was seen by the surgeon. Urinalysis and urine culture were done and the patient was started on septra ds 1 po bid x seven days for suspected urinary tract infection. The following day, the urine culture was positive for enterobacter, confirming a urinary tract infection. The patient's symptoms have resolved and post-bladder infection culture results are pending.